Manufacturer narrative:
Concomitant product: product ID 8709, serial # (b)(46), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Information was received from a patient receiving baclofen (unknown dose and concentration) via an implantable pump. The indication for use was cerebral palsy and intractable spasticity. The patient stated that the pump started alarming/beeping on (B)(6) 2015 which was her alarm date, patient stated that she did not know her refill date and she accidentally went too far past her refill and on this report date, no one could fill her pump. Patient had 2.5ml left in the pump and wanted to know if that would hold her until 9am on the day after this report date. The patient's last refill was (B)(6) 2015. There were no symptoms reported. Additional information has been requested regarding the patient's drug dose and concentration; other medication they were taking at the time of the event; the patient's medical history; troubleshooting performed related to the alarm, actions or interventions that were taken to resolve the issue, but were not available at of the time of this report. If additional information becomes available, a follow-up report will be sent.

Event description:
(B)(6) 2015 additional information was received from a healthcare provider (hcp). The pump was delivering gablofen. Trouble shooting consisted of interrogation. The pump was filled and the alarm was resolved.